Event description:
Rptr w/hx of bilateral breast prosthesis implantation for cosmetic purposes reports, calcium deposits, ruptured implants, capsular contractures, anxiety, depression, organizational difficulty, lack of concentration, s-t memory loss, mood swings, getting lost or confused, vertigo, dizziness, rib cage pain & burning, elevated cholesterol, chronic pain & temperature sensitivity in extremities, frequent low grade fever, irritable bowel syndrome, hysterectomy, hair loss, migraines, lupus, joint stiffness, chronic lymph node swelling, muscle spasms, rashes, itching, non-restorative sleep, and chronic fatigue syndrome.